Event description:
Tube arm dropped while pt was on table without warning. The tech was able to finish case while supporting the tube arm. On troubleshooting, it was found that part # 71934 had broken at top of shaft. No reported injury to pt or user.